Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that ever since the pump was implanted, the location of the pump was not convenient. He stated that due to his stature and anatomy, his hcp (healthcare provider) had to put the pump on his left side just above his belt line. He stated that he was about 240 pounds at that point and because of the pump location, it was always in the way of his belt, and he hit the pump on countertops, and it was bothersome. He mentioned that he had several mishaps meaning that he had hit the pump and dented the front of it a couple of times by running into countertops. He stated that he had the pump removed but couldn¿t remember what year and guessed that it was maybe 2011 or 2012. The reason for removal was that the battery was starting to die, it was nearing eos (end of service). He stated that he had the option of replacing it or removing it. He decided to have the device system removed stating, ¿it was beeping and quite frankly it got me through the end of my career, and it was a godsend as far as that goes". He stated that he retired in 2010 and decided to just have pump removed because he was ¿a bit of a control freak" and wanted to be in charge of his own oral medications. He mentioned bring the pump home with him and he kept it in a closet, but the pump continued to beep so he brought it back to his hcp about 6-7 months after the removal to dispose of it.